Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device follow-up, this right ventricular (rv) lead exhibited undersensing. No loss of therapy was observed. A microdislodgement of the lead was suspected. A lead revision was performed and this lead was successfully repositioned with good measurements obtained. No additional adverse patient effects were reported.